Event description:
After blood draw of hiv pt, tech tested tubes on table and reached for a specimen transport bag, and reported tube stopper "popped-off" the tube. Tech was sprayed with blood. Tech treated with prophylactic treatment.